Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ec500j vena cava filter allegedly experienced positioning issue and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old female patients' weight was not provided.